Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the pilot valve was not shifting. Additional malfunctions include the heat exchanger was leaking, the hose clamps were leaking, the pvc tube was discolored, and the tie wraps were leaking.